Manufacturer narrative:
This product is not marketed in the us. (B)(4). No similar complaint type events were reported for units within the same lot. (B)(4).

Event description:
The reporter indicated that a 13.2mm, vicm5_13.2, -8.50 diopter, implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2019. The patient experienced discomfort, on (B)(6) 2020 the lens was removed and replaced. This resolved the problem.

Manufacturer narrative:
Device evaluation: lens was returned in a micro-centrifuge vial with moisture on the lens. Visual inspection found no visible damage to the lens. It was clarified on a follow up visit, that the surgeon had found a scratch on the intial lens implant. The patient also experienced a foreign body sensation. Injector model-msi-pf; lot#-unk. Patient code 3191: no code available (foreign body sensation). Claim#: (B)(4).